Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the nylon ties for the sieve beds were leaking. Additional malfunctions include the pe valve would not shift.